Manufacturer narrative:
Related voluntary medwatch form: mw5151256.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.